Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "rate changed by itself to a faster rate according to patient. "

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "rate changed by itself to a faster rate according to patient. Death/serious injury: no".